Event description:
The surgeon was attempting to insert a three piece collamer lens model cq2015 into the pt's eye and noticed the haptic broke off and decided not to finish inserting the lens. Pt contact but no pt injury.